Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that the twinfix tip was broken. The tip broke inside the patient, however all the pieces were removed. No additional holes were made to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
Device was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture slot. The inserter tines are intact. The condition of the anchor indicates excessive force was placed on it during insertion. No root cause related to the manufacturing process can be established. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.